Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 95% stenosed target lesion being treated was located in the calcified and moderately tortuous proximal left anterior descending (lad) artery. The lesion was predilated with a semi-compliant balloon. However, the 12mm x 3.50mm taxus element stent delivery system was unable to cross the lesion due to severe calcification. The device was removed from the patient and the physician noticed that the distal side of the stent strut was lifted partially. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.